Manufacturer narrative:
Returned for evaluation was 45cm fiber and a guidewire. A visual inspection was performed on the fiber, no noted visual defects. The lok could be moved along the fiber shaft. The customer's reported complaint description of "fiber lok moved." Is confirmed. Per the manufacturing engineer, it is possible that if an operator places too much force on a fiber once it is up against the stop, the fiber could bend away from the path of the plasma pen (manufacturing equipment) and thus adversely affect the resultant surface energy from the plasma treatment. A fixture has been developed to aide the operators in aligning the fiber to the plasma pen during this bonding treatment process. Another possible contributing factor could be due to user technique during the procedure. As stated in the IFU "avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a diameter of 20cm." A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Prior to packaging, all components are inspected for damage. The instructions for use, which is supplied to the end user with this catalog number, contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on october 23, 2017: during an evlt procedure, the gsv vein ablation was completed with no issues. However when proceeding to perform second ablation on the patient's ssv, the fiber lock detached from the fiber shaft. The device was set aside and the procedure was completed using a new of the same device. There was no patient harm or injury due to this event. It was indicated the disposable device is available for return to the manufacturer for a device evaluation.